Event description:
Customer stated she noticed she was going high before dinner so she checked the bolus wizard. While at dinner, the insulin pump went blank. It said battery out limit, even though customer had just put in a new battery two to three days ago. After about fifteen minutes, the device started working again. The time and date had to be reset. Customer's blood glucose was 189 mg/dl. Customer uses (B)(6) batteries. The battery compartment and cap are not damaged or corroded. Customer stated the batteries were out of the device longer than allowed. Customer inserted a new battery and the display returned. Customer was advised to monitor the device and call back if needed. A replacement battery cap was sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).